Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 6. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that six infusion set tubing were leaking at the site which led to high blood glucose level of around 250 mg/dl on 01/feb/2024. The infusion set in use for around 24 hours. The caller replaced infusion set and resumed insulin successfully. No further information available.